Event description:
The cor-knot device would not load. This is the second time that we have witnessed this happened once during another case, and we thought it was a fluke. Now that it has happened twice, we are doing a report. The cor-knot devices are red bagged with patient sticker and at the front desk.